Event description:
It was reported that a flo-gard infusion pump¿s battery was damaged. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, battery testing, functional testing and a review of the alarm log were performed. A low battery alarm was identified in the alarm log. Furthermore, the device presented the alarm during functional testing. The cause of the alarm was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.